Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination of the returned device revealed a longitudinal tear was present along the balloon material. The tear was located at the proximal end of the proximal markerband and extended distally for a total length of approximately 5mm. An examination of the proximal markerband identified no issues which could contribute to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the device was inflated above the dfu recommended rated burst pressure.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). The apex monorail 2.5x15 mm was advanced to the target lesion. The physician noted that there was slight resistance during advancement. The initial inflation was fifteen seconds in duration and was inflated at 9atms, 12 atms and 16atms. Upon the second inflation at 16 atms for 15 seconds, a balloon rupture occurred. The devices was removed and the procedure was completed with a different device. No patient complications or injuries were reported. The patient status is listed as 'good'

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). The apex monorail 2.5x15 mm was advanced to the target lesion. The physician noted that there was slight resistance during advancement. The initial inflation was fifteen seconds in duration and was inflated at 9atms, 12 atms and 16atms. Upon the second inflation at 16 atms for 15 seconds, a balloon rupture occurred. The device was removed and the procedure was completed with a different device. No pt complications or injuries were reported. The pt status is listed as 'good'.

Manufacturer narrative:
(B)(4).